Event description:
The ge oec 9800 fluoroscopy system would not save subtracted runs correctly. Cine drive not operational.

Manufacturer narrative:
A ge oec service rep investigated the issue and reformatted the cine drive to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.